Event description:
The reporter stated the haptics of a bausch & lomb (eyeonics) lens sheared off upon injection. The lens was inserted and removed with no injury. Another same type lens was implanted and the pt's prognosis is good. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the foam tip plunger/overrode iol.

Manufacturer narrative:
A cartridge lot number search was performed and one similar complaint was found.